Event description:
Reportedly, leaflets of a 25mm valve were resected for valve replacement after an implant duration of approximately 7 years due to aortic regurgitation (ar). The customer reported: a 25mm valved conduit was implanted for aortic valve replacement (avr) with subcoronary implantation technique to correct ar in 2006. S/n for the device was unknown. On (B)(6) 2013, only the cusps were resected. Right coronary cusp was torn and a hole was observed on the cusp. Re-avr was performed with a magna ease valve, model 3300tfx21mm on (B)(6) 2013. The customer commented that this explant was not expected. The patient condition was recovered as of (B)(6) 2013. The device will not be returned for evaluation because the resected leaflets were discarded at the hospital and the graft part remained implanted. Echo report will not be provided.

Manufacturer narrative:
Device not returned. The device will not be returned. The leaflets of the device were resected and the stentless aortic root remains implanted. No device history record (DHR) review can be done because the serial number is unknown. No patient information was reported. Implant date remains unknown.